Event description:
A malfunction was reported when the customer went on a water ride. There was no adverse impact to the customer¿s blood glucose level. The customer was unable to charge the device initially due to the lack of a charging pad; however, with assistance from technical support and using a third-party charger, the customer was able to reset the pump, and the malfunction did not recur. The customer was advised to monitor the device and report any recurring issues.